Event description:
On (B)(6) 2012, the reporter contacted animas and reported that the down arrow and ok keypad buttons were intermittently responsive. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that all of the keypad buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. There was no defect found.